Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 1168mg/dl. The customer stated that he has been told to connect back to the insulin pump. Found that the customer did not change his infusion set since his blood glucose increased. No further information was provided.